Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 300cc mentor smooth round moderate profile saline breast implants and experienced postoperative left-sided deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor received several updates to the events submitted in the initial report, including new information regarding the procedure type, device information, and explantation. It was reported that a 61-year-old caucasian female patient underwent a breast augmentation revision with 375cc mentor smooth round moderate profile saline breast implants. As a result of the left-sided deflation, the patient's impacted device was explanted on (B)(6)2020. In section b2, the "required intervention" checkmark has been selected to replace the prior "other serious" checkmark from the initial report. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 375cc mentor smooth round moderate profile saline breast implant (catalog number 3501660, lot number 249772, serial number (B)(6). Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 2/12/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/19/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, some creases were observed in the anterior and posterior view. A tear was also noted within a crease in the posterior view, measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).